Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to remove. The catheter shaft was cut and unable to be removed. It was noted that eventually the catheter was removed by bursting the balloon with a guidewire.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Evaluation on the returned sample found no pinch or blockage observed. No conditions found on the sample that could be associated with the reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use the device is intended for single use only and is not reusable. (10) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to remove. The catheter shaft was cut and unable to be removed. It was noted that eventually the catheter was removed by bursting the balloon with a guidewire.